Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2016-01682. It was reported that during a pulmonary vein isolation ablation procedure removal difficulties and cardiac tamponade occurred. The intellamap orion¿ was placed in the left atrium, following about one minute the visualization of the catheter on the rhythmia system no longer showed the catheter splines as deployed. It was confirmed on fluoroscopy that the splines were deployed. An error was displayed that the mapping catheter cannot be used to create a field map. It was decided to exchange the catheter. The physician noted problems pulling the catheter back within the sheath and felt some resistance; the catheter was in the closed position. She afterwards examined the catheter she found a piece of tissue within the splines (around 8mm x 2 mm). Mapping was continued with another intellamap orion¿ catheter. After about 20 min of mapping the pressure of the left atrium decreased and a tamponade was detected via echo. Around 600 ml of blood was pumped out of the pericardial. It was only a small tamponade and the patient was stable so the procedure was continued. After successful completion of the procedure, another 200-300ml of blood was aspirated out of the pericardial while in the lab and another about 1700ml in the evening. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no malfunction oft the second orion. The second one had nothing to do with the tamponade, it was just in the body as the tamponade was noticed.

Manufacturer narrative:
Device evaluated by manufacturer - the returned device passed the electrical, magnetic and dimensional tests and no visual defects were detected. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that there was no malfunction oft the second orion. The second one had nothing to do with the tamponade, it was just in the body as the tamonade was noticed.